Event description:
Caller reported a cgm error 42, involving a #g6sensor. Technical support provided information for a complete pump reset and guided the caller through the process. After the pump reset, the cgm error code did not appear again. The caller successfully started their sensor session, and there was no adverse impact on the customer's blood glucose level.